Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported device failure was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly without alarming. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported total power failure without alarming and battery charger fault. Performance testing confirmed the reported battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause of the total power failure without alarming and battery charger fault was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message related to a battery charger fault and powered down unexpectedly without alarming. There was no patient injury reported as a result of this incident.